Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had "a drip error" the device was not dripping the medication as expected. This was reported to onsite bd team members who performed testing on the device and was unable to replicate the event. There was patient involvement, however outcome is unknown. Although requested, no further information was provided.

Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an inaccurate delivery was not determined because no products or device logs were returned.

Event description:
It was reported that the device had "a drip error" the device was not dripping the medication as expected. This was reported to onsite bd team members who performed testing on the device and was unable to replicate the event. There was patient involvement, however outcome is unknown. Although requested, no further information was provided.